Manufacturer narrative:
Additional information was received that the patient underwent the ipg revision where the physician placed the patient's bsn ipg into a synchromed mesh pouch. The patient is doing well following the revision.

Manufacturer narrative:
Additional information was received that the patient is still experiencing the burning sensation at the ipg site and will undergo a revision. The physician will place a gortex sleeve around the ipg. The physician was advised that this is an off label use of the device.

Event description:
A report was received that the patient is experiencing a burning sensation over the ipg site. The patient was prescribed a compounding cream of lidocaine, neurontin and clonidine.

Event description:
A report was received that the patient is experiencing a burning sensation over the ipg site. The patient was prescribed a compounding cream of lidocaine, neurontin and clonidine.

Event description:
A report was received that the patient is experiencing a burning sensation over the ipg site. The patient was prescribed a compounding cream of lidocaine, neurontin and clonidine.